Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding lower glucose scans while wearing the adc device on day 7 of wear compared to the hcp meter. On (B)(6) 2022, the customer had a loss of consciousness, and emergency services were called, who obtained a blood glucose test of "more than 400 mg/dl" on the hcp meter compared to a glucose scan of 40 mg/dl. When plotted on a parkes error grid, it fell into the "d" zone showing the difference in values to be clinically significant. The customer was provided oxygen and unspecified intravenous infusion by the healthcare professional treatment. No further information was provided. There was no report of death or permanent injury associated with this event.